Event description:
It was reported that high impedances were measured on "all or some of the unipolar pairs." It was noted that contacts 0 and 1 were "okay," but all the other case pairs were greater than 4,000 ohms. There was no change in the results when the manufacturing representative increased the amplitude and re-ran the impedance test. It was further noted that the manufacturing representative tested for a response from the patient and saw "some motor response, but not adequate." It was noted that "the lead was switched out and a new lead was hooked up to the existing implantable neurostimulator (ins)." It was noted that the high impedance issue was resolved with the new lead and existing ins. It was further noted that the procedure took "1.5 hours when it should have only taken 40 minutes." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889blue_lead, lot# va0133k, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).